Event description:
It was reported that the insulin pump was alarming an error. The customer's blood glucose was 160 mg/dl. The customer stated that they had primed the device a few times but the device did not detect that the priming was performed and the same error alarm occurred four times already. The customer stated that the drive support cap was sticking out. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.